Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and cover screw were placed in ada site 29 in the mouth, the cover screw was stuck so the integrated implant was surgically removed in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation, the device code was considered as no known device problem.

Event description:
The clinician reported that 3 months after the dental implant and cover screw were placed in ada site 29 in the mouth, the cover screw was stuck so the integrated implant was surgically removed in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and cover screw were placed in ada site 29 in the mouth, the cover screw was stuck so the integrated implant was surgically removed in type I bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.